Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported on (B)(6) 2025, PICC medical staff used this peripherally inserted central venous catheter (PICC) to place an IV line for the patient. No abnormalities were observed before or during the placement process. After the patient was transferred to the ICU, ICU medical staff discovered on (B)(6) that the peripheral-inserted central venous catheter had fractured at the connection point with the connector during the pre-infusion flushing process. The catheter was subsequently replaced with a new peripheral-inserted central venous catheter for the patient.